Event description:
A customer reported that the footswitch presented problems with the pedal functions during a cataract extraction procedure. The case was able to be completed with the same sys and accessory with no impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).